Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away after the patient transitioned care to another hospital. The patients significant other reported that the patient was transitioning from battery to wall power, felt unwell, and lost consciousness. Emergency medical services (ems) was called, and CPR was started. The patient's significant other was told that a mesh connection inside the pump was pulled apart.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As of 09apr2024, the device has not been returned for evaluation. If the device returns at a later date this file will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the hm ii lvas. No further information was provided. The manufacturer is closing the file on this event.